Event description:
Device history record was reviewed, no event linked to the reported issue could be found. Device history logs was not provided, therefore no review could be performed. The subject device (model agilia sp, serial number: (B)(6) was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. However, the reported issue was confirmed using the provided picture. Based on available information, the root cause of the reported issue could be linked to a defective power board. However, since the subject device was not returned, the root cause remained unknown (not returned). To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "during the preventive maintenance, error 54 was encountered. As described in the technical manual the power supply board was changed and after that the problem was solved. Since this issue occurred during preventive maintenance no patient was harmed/involved." Error 54 is identified to be a coulometer power supply board communication issue by the technical manual. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.